Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced the 2702 error on the percept rc. This is an out of regulation (oor) code. No symptoms reported. Additional information was received reporting the cause of the issue was high impedances on 9a segment. Actions taken to resolve the issue included re-programming on contact 10 which resolved the issue. This information was confirmed by the healthcare provider (hcp).

Event description:
Additional information was received reporting the clinician ran a further impedance check and it appears that on segment is "orange" 9a. The patient is well clinically but the parents have the error code (2703) and say that they have to recharge more frequently. They were instructed to switch brainsensing off to lower battery drainage. Right gpi monopolar 9a was greater than 5k ohms. Right gpi bipolar 11,9a; 10c, 9a; 10b,9a; 10a,9a; 9c,9a; 9b,9a; and 9a,8 were all greater than 10k ohms. An impedance issue on segment 9a, which is most likely the reason for the oor was confirmed. Additionally the segment 9a was used in the stimulation, which is also impacting the recharging time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the high impedance was not determined, one directional contact amber.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pediatric patient experienced high impedances. It was further detailed that the patient was receiving therapy, but the therapy was suboptimal compared to the initial programming prior to the impedance issues. No patient complications have been reported as a result of this event.